Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade none and rupture.

Event description:
Regulatory agency reported "intracapsular rupture of the prosthesis. Deflation with change in the color of the prosthesis and folds, waves and rotation" this record is for the right side. The device was explanted.